Event description:
It was reported that the patient was experiencing inadequate pain relief. Reprogramming was attempted, however, unsuccessful. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year after implant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 16237884.